Manufacturer narrative:
The review of the prisma m100 pre set device history record for lot number 14e2806 shows that there is no manufacturing anomaly. One similar complaint related to an external blood leakage at another location (arterial blood line) was reported for this lot number. The prisma m100 pre set was discarded and not available for inspection. Without the incriminated sample, the exact root cause of the reported event remains unknown. Gambro does not regard the submittal of this report as an admission of causation or liability.

Event description:
A patient in (B)(6) was undergoing crrt with a prisma m100 filter set. Six hours into treatment, an external leak at the venous pod was observed. Treatment was stopped without returning the blood in the extracorporeal circuit to the patient resulting in an estimated blood loss of 117 ml. The patient was not symptomatic and did not require medical intervention as a result of the blood loss.